Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the op check failed. Patient involvement was noted. There is no patient harm.